Manufacturer narrative:
H10: the removed touchscreen was returned to the product investigation lab (pil). The failure investigation (fi) technician installed the touchscreen into a pil ventilator to duplicate the reported issue. The visual inspection of this touchscreen did not reveal any signs of damage or contamination. The touchscreen was tested, and the failure was confirmed. The touchscreen flex circuit failed the required resistance testing. The high out of spec resistance results are the reason for the touchscreen misalignment issue.

Manufacturer narrative:
E1: reporting address postal: (B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that during preventive maintenance (pm), a misalignment in the touch position was found. It was reported that there was no patient involvement at the time the issue was discovered. The customer called technical support to report that a misalignment in the touch position was found during preventive maintenance (pm). The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported issue. The pse calibrated the touchscreen, but the issue remained. The pse therefore replaced the touchscreen and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.